Manufacturer narrative:
.

Event description:
A male with a history of atypical van willebrand syndrome underwent transcatheter closure of an asd with this device. He received ddavp (antidiuretic, also stimulates factor viii) prior to the procedure; however, at the end of the procedure, the patient suffered a neurological event, which was felt to be related to a possible hypercoagulable situation. Echo and EKG were unremarkable; however, the patient had an asymmetric smile. The pt had symptoms of hemiparesis and physical therapy was initiated. A pediatric neurologist reviewed the previous CT scans and observed no clot in the studies. There was hypodensity of the subcortical tissue in the left hemisphere involving the deep structures and in particular the carotid head on the left. There was no evidence of hemorrhage or blood. The neurologist indicated the patient had a stroke that he will ultimately recover from. The mechanism of the stroke could be either a clot or another type of embolic event. It is hard to imagine a clotting event given the atypical von willebrand syndrome and the preoperative of amicar and ddavp. One month post-implant, echocardiogram showed the device was in good position with no residual left-to-right shunt. Per the implanting physician, the closure of the asd was successful. The patient has shown significant improvement of the neurological event.